Event description:
The customer reported that the left (live) monitor went blank, followed by the right monitor. This issue will cause the system to be unusable due to a loss of the ability to review an image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated and tightened connectors and adjusted the 12 volt power supply. The system operates as intended.